Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar plus c-flex device's sound abatement foam. The patient has alleged visualization of particles. No serious patient harm or injury reported. The device is currently at the service center but the evaluation has not yet begun. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously, the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar plus c-flex device's sound abatement foam. The patient has alleged visualization of particles. No serious patient harm or injury reported. Now, manufacturer received additional information from the patient. The patient has alleged dry mouth, dry throat, difficulty breathing and prostate cancer. The manufacturer alleging that the allegation is serious injury. Corrected section b1 from product problem to both. B2 selected as other. Section h1 selected as serious injury. In addition, appropriate code updated/corrected. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.